Event description:
During a pci procedure, stent damage occurred during advancement. The lesion being treated was a very tortuous, 99% stenotic lesion in the lad. No patient injuries or complications were reported.